Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3830-59 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the physician noticed an acutely high right ventricle (rv) lead threshold prior to device change out. No interv ention was done. The rv lead remains in use. No patient complications have been reported as a result of this event.